Manufacturer narrative:
Investigation: it was reported that the customer was unable to push the plunger in. To aid in the investigation, five samples were received for evaluation by our quality team. The samples came with no packaging blisters, have been used and have the plunger rod-rubber stopper all the way down. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force and all results were within specification. Based on the investigation with returned sample analysis the symptom reported by the customer could not be confirmed. It could be possible that, even within specification, the customer may have noticed more force than normal to push the plunger rod. A device history record review was completed for provided material number 306575, lot number 0315224. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect.

Event description:
It was reported that 4 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plunger movement during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we have received the attached complaint for 3 each product# 306575. Lot# 0315224. Expiry: 31-oct-2023. Unable to push plunger in."

Manufacturer narrative:
Investigation summary: it was reported that the customer was unable to push the plunger in. To aid in the investigation, five samples were received for evaluation by our quality team. The samples came with no packaging blisters, have been used and have the plunger rod-rubber stopper all the way down. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force and all results were within specification. Based on the investigation with returned sample analysis the symptom reported by the customer could not be confirmed. It could be possible that, even within specification, the customer may have noticed more force than normal to push the plunger rod. A device history record review was completed for provided material number 306575, lot number 0315224. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plunger movement during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we have received the attached complaint for 3 each product# 306575. Lot# 0315224. Expiry: 31-oct-2023. Unable to push plunger in."